Event description:
Customer states that his son reportedly received the following results on the compact plus system within 10 minutes: 248 mg/dl, 162 mg/dl, and 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.